Event description:
It was reported that, during the implant procedure, the lead had placement difficulty. The lead was hung up when attempted to be removed from the sheath. It was noticed that the lad had fractured at the tip once finally removed. The lead was attempted and was replaced with an active fix lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.